Manufacturer narrative:
(B)(4).

Event description:
The patient fell on his left upper thigh where the implantable neurostimulator was located. Following the fall the pt experienced shocking, burning and overstimulation sensation at the device pocket when the neurostimulator was off. The field rep confirmed the device is off and turned all programming off and patient still feels stimulation. The fall could have irritated the nerve causing the sensation. The pocket was red and swollen. The incision area did not appear to have healed properly since implant a year ago. The device was protruding and uncomfortable for the patient. Add'l info was received. An infection developed due to trauma at the pocket site. The patient was admitted to the hospital. Surgery was planned. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.